Event description:
During a pfa procedure, an air leak was noted from the agilis 13 fr sheath. Transeptal puncture was performed using a non-abbott (japan lifeline) xerostar transseptal wire and then a non-abbott (boston scientific) farapulse catheter was inserted into the agilis 13 fr sheath. During aspiration, no blood was aspirated only air. The agilis 13fr sheath was replaced, the procedure was completed with no adverse patient health outcomes.